Event description:
Consumer reports by letter dated 8/2005, they were previously diagnosed with a semen allergy related to sexual partner's protein within ejaculate. Consumer's physician advised abstinence or the use of a condom for every act of intercourse. At a later time, after intercourse with comdom, and before their partner removed themselve pt felt fluid leaking. The partner removed themselve, inspected the condom, and noticed the condom was broken along the shaft area. Consumer immediately contacted physician who advised pt to use a prevoiusly prescribed medicated douche. This was done to prevent "the chance of pt going into convlusion and losing conscoiusness, with the potential risk of suffocation that would lead to death". Consumer advises remaining reaction at time was hives, severe itching, and a burning sensation with cramps.